Manufacturer narrative:
A partial lead connector portion measuring 6.0 cm was returned for analysis. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.